Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial resection with microscope integration. It was reported that the system went unresponsive to touch and mouse movement on all screens. The system was rebooted, and they were able to proceed with the case. There was no impact to patient outcome, and there was a procedural delay of 3 minutes.